Event description:
Lifepak 20 in use during pediatric code; pacemaker failed during code. Resuscitation team attempted external pacing of pt with pads and leads appropriately placed; turned on pacer, set rate at 100 and while increasing ma to obtain capture, the pacer faulted at 50 ma; monitor showed alarm of failure; staff immediately switched to another lifepak 20 to continue to externally pace. This event did not affect the pt's outcome; resuscitation efforts were unsuccessful.